Manufacturer narrative:
The customer called technical support to report that the device turned on by itself. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue and found that the membrane keyboard needed to be replaced. The fse replaced the power switch overlay and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device turned on by itself. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device turned on by itself. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse confirmed the reported issue and found that the membrane keyboard needed to be replaced. The investigation is ongoing.